Event description:
It was reported that the lead contacts were dislodge during the lead pull. The x ray confirmed contacts were out of epidural space.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e. Serial: (B)(6), batch: 7211029.

Manufacturer narrative:
Sc-2316-50e sn: (B)(6). The returned lead was analyzed and revealed that the top five contacts are separated from the distal end. With all the available information, boston scientific concludes the reported event was confirmed. The cables are exposed at the damaged portion of the lead. Visual inspection of the fractured cables revealed fraying of the breaks, lack of necking and discoloration associated with welding, and the proximity of the break points to the edge of the insulation indicated that the cables did not break at or near the welds. It appears that resistance was felt during the lead pull which caused a damage to the distal array. Sc-2316-50e sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the lead contacts were dislodge during the lead pull. The x ray confirmed contacts were out of epidural space. Additional information was received that all of the remaining contacts on the patients body were explanted during the permanent implant procedure. The patient was doing well postoperatively.